Event description:
Patient will be revised to address loosening of the cup. Revision surgery is scheduled for 2008.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.